Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a follow-up in-clinic complaining of tiredness, dizziness, and shortness of breath on (B)(6) 2020. An interrogation revealed that the atrial lead's pacing impedance was high and out of range. Lead also exhibited no sensing and no capture. A lead fracture was suspected. A fluoroscopy on (B)(6) 2020 revealed that the lead was pinched and crushed. Insulation had been damaged. Lead was capped and replaced on the same day. Patient had no consequences as a result of the procedure.